Event description:
The pt reported that they had a refill in june and expected another refill in mid-august, but the hcp told them their refill was the end of august. The pt was hospitalized in mid-august with withdrawal symptoms including pulse decreasing to 40 beats per minute and losing feeling in her arms and hands. The pt reported she "thought she was going to die". The pt was taken by ambulance to the hosp. No treatment details were provided. The pt was discharged 11 days later and went directly to the hcp's office to have her pump refilled. The hcp told that pt that there was a miscalculation on the refill date and that the low reservoir alarm had been accidentally turned off. The pt reports that since the pump refill she has had good pain relief for her low back pain, but still is not feeling well with symptoms of no energy, sweating, depressed, stomach cramps, and diarrhea. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.